Event description:
Meter name: basic. Strip name: one touch. Meter code: unk strip code: unk. Strip storage: unk. Symptoms: shakiness and trembling. A pt reported they woke up and they felt shakiness and trembling and it scared pt because their sugar drops too low sometimes. Their meter allegedly would only prompt message not ok. The result on their meter was: results unk. The result on the: no comparison. The time difference between pt's meter and: no comparison. Treatment was: not treated. No further info has been reported.